Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said for the past couple weeks they were feeling a lack of therapeutic relief. Pt stated they need some help and they have a gut feeling that they screwed up. Patient said they called a couple weeks ago and they sent them a new wireless recharger because it wasn't working and they had to send the old one back. Patient wanted to try to change the stimulation a little bit to see if that would help any. During the call patient service walked patient through connecting the handset and communicator. Patient was able to successfully connect and turn therapy on. Patient switched from group c to group a and tried to increase the stimulation but did not feel any stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.